Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify purple or pearl color display due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen and the screen feels oily. Customer's blood glucose was 157 mg/dl at the time of incident. Customer changed the battery but display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.